Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction; attach one way valve, aspirating twice while the iab was inside of the tray, and remove the balloon straightly with grasping it closely and removing it from the tray. Shortly after the iab was prepped and removed from the tray, the md attempted to insert the iab into the sheath which had been already inserted in the patient's left femoral artery. However, the balloon catheter became unwrapped prior to being fully inserted into the sheath and as a result, the iab was removed from the sheath. Another 40cc balloon tray was opened, the iab was prepped, and the insertion could be successfully completed. There was no reported patient complication or injury.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.